Event description:
The lead was returned to the manufacturer, analyzed, tested out of specification and is being reported based on analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. (B)(4).